Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity. The pt began to experience increased spasticity. The hcp found the pump reservoir contained more drug than anticipatd on refill. The pt underwent explantation of the device in 2000. The catheter was found to be twisted and occluded. The pump was returned to the MFR for analysis to rule out a motor stall.